Event description:
The pencil reportedly self-activated burning a hole in the patient's aorta. The aorta was stitched and no further complications resulted. The physician indicated that it "just came on by its self."